Manufacturer narrative:
On (B)(6)2024, the manufacturer has been informed that a patient implanted with a carbomedics standard aortic mechanical heart valve has been reoperated due to high gradients. Size and serial number of the device are unknown at present, as well as implant and explant dates. The manufacturer is conservatively notifying this event to the competent authorities due to unknown time from implant. No further information is available at this stage. This is second case of this type reported from national institute of cardiovascular diseases in pakistan, involving a carbomedics standard aortic mechanical heart valve. The manufacturer is following up with the site to retrieve additional information on the event and the device involved. A follow up report will be submitted upon receipt of further information.

Event description:
A carbomedics standard aortic heart valve (unknown size) was implanted in a patient (unknown date). The valve was eventually explanted due to high mean gradient (unknown explant date). No further information is available at this time.

Manufacturer narrative:
Despite multiple attempts to follow up with the healthcare facility, the manufacturer didn't receive any further information on the event and the device involved. Since the device serial number was not provided nor the device was sent back for analysis, the manufacturer could not perform any investigation on the prosthesis involved in the reported event. Despite a definite root cause could not be established due to the paucity of information received, it should be noted that prosthetic thrombosis causing valve obstruction and/or regurgitation is a well-known adverse event in patients with prosthetic heart valves and patients with mechanical prostheses require lifelong anticoagulation with warfarin due to the increased risk of thromboembolic events. Based on the manufacturer¿s experience, it cannot be excluded that patient related factors or poor compliance to the anticoagulation therapy could have contributed to the gradient increase observed in the present case. Should further information be received in the future, the manufacturer will submit a follow up report.